Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to an unplugged rear response button connector, causing it to go dark and unresponsive. The root cause of the unplugged response button connector cannot be positively identified. There was no adverse event that resulted from the damaged monitor.